Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the cartridge o-ring and pneumatic tap area, fill a new cartridge, and follow on-screen instructions to successfully complete the load process and resume insulin delivery.